Manufacturer narrative:
Supplemental submitted to indicate that the customer did their own evaluation and repair. Additionally, the investigation found that the outside edge of the caster's rubber were was coming off, but that no brake or mobility function was affected. Customer performed own evaluation and repair.

Event description:
It was reported that the rubber on the casters appears to be coming apart causing brakes to have reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the rubber on the casters appears to be coming apart causing brakes to have reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.